Event description:
It was reported that the right atrial lead exhibited noise which resulted in inappropriate mode switches. The patient was asymptomatic. All electrical measurements were in range. No intervention was performed and no further information was available.

Event description:
New information on (B)(6) 2017 noted the lead was explanted on (b)(64) 2017. No further information was available.

Manufacturer narrative:
This report is correct previously reported date received by MFR from 6/23/2017 to 5/18/2017.